Event description:
The manufacturer received an allegation of device malfunction. During device evaluation by a bme at a user facility, the device failed active exhalation verification and subsequently failed the leak test after replacement of the proportional valve and the three-way solenoid. As further testing is required to address the issue, a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving an allegation of device malfunction. During evaluation by a biomedical engineer (bme) at the user facility, the device failed the active exhalation verification test and subsequently failed the leak test after replacement of the proportional valve and three-way solenoid. As part of the manufacturer¿s investigation, the solenoid was installed on a trilogy evo stb and therapy was run in active mode with a test lung for approximately one hour without issue. The solenoid was then tested on the pil trilogy evo multifunctional test station for leak verification, aecm verification, and aecm solenoid current verification, both at pre-test and post-test. The solenoid passed all testing at post-test but failed the aecm verification test at pre-test. Although pil was unable to confirm a leak test failure of the solenoid, it is suspected that internal contamination of the solenoid contributed to the active exhalation verification failure observed during the initial evaluation.